Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device reload fell off the device. The needle fell into the abdomen of the patient. The surgeon was able to retrieve the needle. A new device was used to complete the procedure. There was no patient injury. The product is not expected for investigation.